Manufacturer narrative:
A thorough investigation found this was a one-off failure. The bushing component was an old design that had cracked. A design change has been implemented on new systems changing the material of the bushing to aluminum rather than injection molded thermoplastic.

Event description:
The customer reported, during a procedure for a PICC line insertion, the epiq 7g ultrasound system monitor arm detached from the mount on the system and fell onto the 49yo male patient's right arm causing a bruise. There was no reported medical intervention. The service engineer replaced the arm and mount to repair the system. Philips has started an investigation for this complaint.

Event description:
The customer reported, during a procedure for a PICC line insertion, the epiq 7g ultrasound system monitor arm detached from the mount on the system and fell onto the 49yo male patient's right arm causing a bruise. There was no reported medical intervention. The service engineer replaced the arm and mount to repair the system. Philips has started an investigation for this complaint.